Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to patient infection. A new icm was implanted successfully and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to patient infection. A new icm was implanted successfully and remains in service. No additional adverse patient effects were reported.